Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple replace battery warnings along with evidence of partially discharged battery being installed on the event date. The pump powered up and functioned properly. The buttons responded properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture corrosion or loose components was observed internally. The reported battery life issue was verified in the black box and was attributed to a battery with low voltage being installed. Unrelated to the power issue, it was observed that the battery compartment was cracked below the grip pad.